Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. There was no impact to the customer's blood glucose level. It was unable to be confirmed if the pump unexpectedly reset or shutdown.. Reportedly the customer would continue to use the pump for insulin therapy.